Event description:
Two devices (cev649-5b and cev6285r) were returned to mxi service and repair. It was reported that the handle comes back very badly.

Manufacturer narrative:
Device two: cev6285r (lot number: 201203mf1)- mfg date: 03/01/2012. Cev649-5b was evaluated and the sheathed tube was found to be damaged. The cause is most likely a result of impacts during use. Cev6285r was evaluated and instrument was found to be compliant with manufacturing specifications. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).